Manufacturer narrative:
Date of event: unknown. The date selected is based on the date the manufacturer became aware of the event.

Event description:
It was reported by a deep brian stimulation patient through social media that he had treatment for two weeks and then experienced a brain (B)(6) infection and went to the hospital. No further information has been able to be obtained.